Manufacturer narrative:
Reporting institution phone # (B)(6). Reporter phone # (B)(6).

Event description:
It was reported to philips that the device experienced a test failure. There was no patient involvement.

Manufacturer narrative:
The customer requested that a philips field service engineer (fse) be dispatched to the customer site. Upon evaluation of the device, the reported issue was confirmed and the cause was traced to a faulty therapy capacitor with low energy. Based on the conclusion of the evaluation, it was determined that this was a malfunction of the therapy capacitor. The part was replaced to resolve the noted issue and the device passed all performance assurance testing. The device remains at the customer site. There is no indication of a systemic problem. No further investigation or action is warranted.